Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had a sensor error alert. Customer's blood glucose was unknown mg/dl. The customer was advised to have a test plug procedure. The customer was advise that the minilink is functioning correctly. The customer was advised that he is getting sensor error due to a poor insertion and or the sensor would be damaged and that he needs to replace his sensor. The customer declined assistance with inserting a new sensor and he would have his trainer come to his house. The customer wanted two sensor be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the continuity resistance test. The sensor passed per specifications and performed the bicarbonate buffer test and the sensor passed with accurate readings.